Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the left ventricular lead was "shaken" by tricuspid regurgitation and the right atrium could not steady the lead because the atrium was dilated; consequently the lead repeatedly dislodged. The lead was not used. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.